Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device ¿ 73 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient reported to (B)(6) with complaint of bright red blood with bowel movement. The patient had no pain or prior history of gastrointestinal (gi) bleed, ulcer, diverticulitis or melena. Hemoglobin (hgb) was 13.4 g/dl, inr was 3.6. The patient was on the anticoagulants aspirin and warfarin at the time of the event. Coumadin was held and serial hemoglobin & hematocrit (h&h) were ordered. The patient was admitted for observation of further bleeding. The patient had a negative fecal occult blood test (fobt), and no testing or scopes were completed. The patient¿s hgb remained stable and there was no more rectal bleeding. No treatment was provided. The site of the bleed was not determined. The gi bleed resolved on (B)(6) 2018.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. The patient remains ongoing on the left ventricular assist system (lvas) and no additional events have been reported at this time.